Event description:
It was reported that the system was not reading the remaining uses left on the endowrist prograsp forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that the instrument had zero uses remaining, indicating that the instrument had been used for the maximum number of ten surgical procedures which it was originally programmed for. The system functioned as designed and did not "read" the remaining uses left on the instrument, thus preventing the instrument from being used for an additional surgical procedure. Engineering evaluation also observed multiple deep scratches with material removed, which extend approximately 2" from the intersection with the proximal clevis. The scratches range in size from .090" x .087", .115" x .317", .066" x .510" and .125" x .590". Based on the location and appearance, the damage was most likely caused by instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.